Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. They replaced circulation pump. Device still will not fill after replacement. Advised will have ttm remote support engineer call back as soon as they are in office to trouble shoot. Per update on wo (B)(4), the device filled as normal during first attempt, suspected user error. Fdl may not have been connected during filling. Biomed will call back if other issues arise. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they replaced the circulation pump and the arctic sun device still would not fill. Per additional information updated from ttm on 27oct2025, biomed stated device will not fill so they replaced circulation pump. Device still will not fill after replacement. Advised will have ttm remote support engineer call back as soon as they are in office to trouble shoot. Sn dyaty012 per review of wo notes the device filled as normal during our first attempt, suspected user error. Fdl may not have been connected during filling. Biomed will call back if other issues arise.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they replaced the circulation pump and the arctic sun device still would not fill. Per additional information updated from ttm on 27oct2025, biomed stated device will not fill so they replaced circulation pump. Device still will not fill after replacement. Advised will have ttm remote support engineer call back as soon as they are in office to trouble shoot. Sn dyaty012 per review of wo notes the device filled as normal during our first attempt, suspected user error. Fdl may not have been connected during filling. Biomed will call back if other issues arise.